Event description:
Implant was placed on 8/24/95 in the anterior mandible. On 8/19/96,2nd stage surgery was performed and it was noted that the implants failed to integrate and were mobile. Two other implants were placed in the same pt, tooth numbers: 22, 25 and 27.